Event description:
It was reported that during testing prior to surgery, it was discovered that the attachment device was heating up. The event was not related to surgery. There was no patient involvement reported. There were no delays to the surgical procedure as an identical spare device was available for use. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.